Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(6) sales & marketing (ocsm) for evaluation. Ocsm inspected the device and confirmed the following: the device has not been repaired in the last year. The endoscopic image was not displayed due to a failure of the camera cable unit. Since there was nothing wrong with the device at the time of shipment from the device history record, omsc determined that the endoscopic image was not displayed because the camera cable was broken due to excessive force applied by the user. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by olympus (B)(6) that the endoscopic image was not displayed. The facility finished the case with another similar device. There was no report of patient injury associated with the event. This device is an olympus asset.